Manufacturer narrative:
Based on the results of the investigation, it is likely due to wear and tear and due to excessive force led to the malfunction. A definitive root cause could not be identified. Before use, it is the customer's responsibility to inspect his equipment for damage and other irregularities and, if necessary, to discard it. Especially in the case of damaged insulation or a badly worn insulating body in the proximal area of the mouth, unintentional, untargeted coagulation and/or severe burns of the patient can occur. Therefore, mouth inserts must be visually inspected before use, e.g. For the following damage and discarded if necessary. Deformations of any kind such as dents, cracks, deep scratches, defects in and on the insulation, as well as on dirt, corrosion and visibility of the marking. See also instructions for use chapter 4.2.2 specific inspection. A device history review revealed no issues that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor the field performance of this device.

Event description:
It was observed during the device inspection, that the bipolar instrument exhibited the insulating body located between the halves of the mouth was worn. There were no reports of patient involvement.